Manufacturer narrative:
The devices were received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) transfer sets had "patient adapter that was idled and could not connect to the titanium adapter". This was noticed during preparation for peritoneal dialysis therapy. The transfer sets were replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: three (3) samples were received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included leak, clear passage, clamp function, and integrity (connection) tests with no issues noted. The devices passed testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.